Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that when the user gave a bolus a leakage of chemotherapy was observed from the connection between the texium¿ closed male luer and the artsana 10ml syringe. From the reported information there are no indications of serious injury to the patient or user as a result of this event.

Manufacturer narrative:
The customer's report of leakage was confirmed. Leak testing confirmed the customer's experience as fluid was identified to be leaking from the texium male luer; a close inspection noted cracks to the white female luer component of the texium, on either sides. The root cause of the leak was from cracks to the white female luer component of the texium. The probable cause of the cracks was identified to be caused by over-tightening of the connection and/or by prolonged contact with fluids which are aggressive to plastics.